Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient or event information was available. The customer indicated that tandem technical support would be contacted if the issue was not resolved. The customer did not contact tandem technical support regarding the alleged issue.